Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp., but returned to olympus france. The subject device was sent to an independent laboratory, and the culture test was conducted. The test result showed that the microorganisms were not detected. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was failed during culturing test conducted by the user facility. The test was conducted twice, the first time, 5 ufc of microorganisms including staphylococcus were detected, and the second time, 85 ufc of unspecified microorganisms were detected. It is unknown in which part of the scope the microorganisms were found. There was no report of patient infection associated with this report.